Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt increase in impedance, possibly due to fracture. The lead was explanted and replaced. The left ventricular (lv) lead appeared to have been damaged or possibly fractured during the rv lead revision, as it was exhibiting high impedance and no capture. The lv lead was subsequently explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5568 implantable pacing lead, 2011-(B)(6), n119 competitor implantable cardioverter defibrillator 2011-(B)(6), (B)(4).